Event description:
Customer reportedly received results of 1.1 mmol/l on compact plus system 1 and 5.4 mmol/l on compact plus system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 207260c, expiration date 07/31/2011). Caller did not provide product information for system 2; test strips have been discarded.